Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or pump error 43 alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no delivery/occlusion alarm on (B)(6) 2025 at 18:52:05 during basal delivery. Multiple pump error 43 alarms found in the pump history file/trace on (B)(6) 2025 started from 11:04:25 to 18:59:50 during basal delivery. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm was not confirmed. Pump error 43 alarm was confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow block and an error in the motor was detected by reading an unexpected value from hall sensor (pump error 43) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-243a, and mmt-332a. Troubleshooting was partially performed, and the customer was not able to clear the error. Troubleshooting was not performed for an insulin flow blocked alarm, and the past event issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-243a and mmt-332a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.